Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy procedure, the device jammed on an unk firing. Another device was used to complete the procedure. There was no adverse consequence to the pt. One device will be returned.

Manufacturer narrative:
(B) (4). (B) (4). Advancer bypass, jaws unable to open_open after assisted, malformed clip. Evaluation summary: the analysis results of the device found that it was received with the jaws in closed position. The trigger was manually assisted in order to open the jaws; two clips partially formed were released. The device was cycled and two more clips partially formed were released. The next two clips were conforming and then, the jaws remained in closed position; the trigger was assisted again and one pear shaped clip was released from the jaws. During the next firing sequence an advancer bypass incident was noted and the jaws remained partially closed causing two malformed clips. The remaining two clips were conforming. A batch record review was performed and no anomalies were found during the manufacturing process.